Event description:
It was reported to philips that a pedal from the system's footswitch was not working, which can impact imaging. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that footswitch pedal was not working but the service quote has been cancelled and the philips was not having contract with this device. Thus, no service is provided from the philips. The codes were updated based on the investigation outcome.